Manufacturer narrative:
As reported, during tapp procedure, the optifix straight fasteners ejected at an oblique angle. The sample is said to be returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. Review of manufacturing records confirms product was manufactured according to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure, the optifix straight fixation device fired its first fastener at an oblique angle instead of straight as intended. The procedure was then completed with another device. There was no patient injury.

Event description:
As reported, during a tapp procedure, the optifix straight fixation device fired its first fastener at an oblique angle instead of straight as intended. The procedure was then completed with another device. There was no patient injury.

Manufacturer narrative:
As reported, during tapp procedure, the optifix straight fasteners ejected at an oblique angle. The sample is said to be returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. Review of manufacturing records confirms product was manufactured according to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The evaluation of the sample finds for bent guide wire and backup tabs. The reported failure to fixate is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.